Event description:
It was reported that during a laparoscopic low anterior resection procedure, there was a co2 gas leakage. It is not known how the procedure was completed. There was no patient consequence.

Manufacturer narrative:
(B)(4). The analysis results found that device (a) was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. It should be noted that an investigation has been initiated to address the potential root cause of the reported insufflations issues. The batch history records were reviewed with no anomalies noted during the manufacturing process. The analysis results found that device (b) was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. It should be noted that an investigation has been initiated to address the potential root cause of the reported insufflations issues. The batch history records were reviewed with no anomalies noted during the manufacturing process. Device b additional information: batch # h91n47, expiration date: 06/2016, manufacturing date: 07/2011. The analysis results found that device (c) was returned for analysis. Upon evaluation of the device, the duckbill was found to be slightly open at the slit. A leak test was performed and the device was noted to leak without  the test probe inserted through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch history records were reviewed with no anomalies noted during the manufacturing process. Device c additional information: batch # h92h22, expiration date: 09/2016, manufacturing date: 10/2011.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: were any noises heard such as whistling or hissing? Yes whistling. If so, did the noise prevent insufflation? Please describe the noise. With whistling sound, gas insufflation was prevented. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? Pressure was a bit dropped. What was the gas consumption rate or volume (liter/minute)? Normally the gas level is 12, but when the pneumo leakage was occured, 7-8 level dropped. Were you able to identify where the leak was coming from? Universal seal. Was a device inserted in the trocar during the leaking? Yes. If so, what device? 5mm instrument, endo stapler. Was any torque being applied to the trocar or device? No torque.